Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained oversensing due to wide qrs oversensing was observed on the device. The capacitor maintenance check stretched the qrs complex causing it to double count the r-wave. The patient was being monitored. There were no patient symptoms reported.